Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable failed inspection for wire damage and delamination. The reported service required error code occurs when the self test detects an error in the therapy delivery circuit. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Manufacturer narrative:
This file was originally submitted on 10/01/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report that they received service error code that would not clear despite troubleshooting. Patient also reported "therapy pads must touch skin" alerts. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.